Manufacturer narrative:
Unit received with rattling vibration during self test due to adhesive not adhering. No cosmetic damage noted. (B)(4).

Event description:
It was reported that the vibrating feature of the customer's insulin pump is too loud. Advised insulin pump would be replaced. No additional information was provided.